Event description:
During an left arthroscopic anterior cruciate ligament reconstruction, the depuy mitek milagro interference screw measuring 9 x 30 mm broke while the orthopedic surgeon was tightening it for the acl graft. The screw had a "spiral" fracture. The surgeon removed the cracked pieces. Approximately 10 mm of the screw was still in place to hold the graft. The surgeon decided there was enough of the screw left to hold the graft in place, but used a lateral button for extra strength. The cause of the breakage may have been because the 23 mm length screwdriver was used instead of the 30 mm length screwdriver. The shorter screwdriver did not go all the way to the tip of the screw so it may have caused extra torque on the screw.